Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The sprint fidelis lead model is included in a field advisory.

Event description:
It was reported that the right ventricular lead had t-wave oversensing. The lead is still in use. No patient complications were reported as a result of this event.